Manufacturer narrative:
Corrected: evaluation summary: the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that there was early battery depletion. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 439688 lead, implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2012. (B)(4).